Event description:
It was reported to baxter that the tubing at the junction of the blue winged cap and luer lock of one (1) ce intermate lv100 device had broken off during filling. The device was filled with vancomycin (1400mg in 200ml of normal saline). There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition was confirmed; the tubing was broken at the junction of the luer post. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. This is a single use device and will be discarded. A batch review was conducted and revealed that the product met all acceptance criteria for release. A follow up report will be submitted if additional information becomes available.